Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively a corail-rasp fractured . The fragment stuck in patient and retrieval caused a significant surgery delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned product was investigated and the complainants findings confirmed. The product and the manufacturing records were investigated and no manufacturing issues could be found. This analysis has not highlighted any manufacturing defect: the need of corrective actions is not indicated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: concomitant medical products. Corrected: device manufactured by MFR.

Event description:
Additional information received indicating that their was a surgical delay for 80 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, a3, a4, b5, d4, and h4. Corrected: h6 (device code) the previous device code (embedded device) is being retracted since the piece of the instrument that was broken was retrieved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.